Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. Within the course of one year, the longevity decreased from 6.5 years, to 4 years. This pacemaker will be monitored closely until explant. No adverse patient effects were reported.